Event description:
It was reported that a malfunction occurred. Customer went to the emergency room (ER) due to a blood glucose (bg) level of 222 mg/dl. Customer was treated with insulin injections, and released from the ER approximately 5-6 hours later. Upon being released, customer's bg level was 349 mg/dl and customer was ¿very tired and very hungry¿. Reportedly, once insulin therapy was resumed via pump, customer¿s bg stabilized.